Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 10/6/2017. Device returned to manufacturer? Yes. Device evaluation: the 1mtec30 product was not returned in its original package. The lens was not returned with the cartridge. Visual inspection at 10x microscope magnification was performed. Lubricity material was observed on the cartridge. A crack defect was also observed at the cartridge tip area. The conditions of the product returned is consistent with a unit that has been previously handled and prepared for surgical use. The reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The cartridge is not an implantable device; therefore, not explanted. Device manufacture date: unknown as product lot number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cartridge tip cracked when it was loaded. The haptic got caught, so a new one was opened and it loaded fine. There was no patient contact. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: the product was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing record evaluation and complaint history review could not be performed since the lot number is unknown. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.